Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (INS). The reason for call was PT had a lot of problems because probably a couple months ago PT pretty much got electrocuted from the INS and they could not get it to stop. Since then the PT got it to finally stop. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
B3: Date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.